Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. It was reported that the buttons "1,2,3" on the screen are intermittent. Troubleshooting with tandem technical support was performed.